Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 846 mg/dl. Reportedly, the customer believed the pumps motor was not strong. Prior to hospitalization, in an attempt to treat the elevated bg, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support the customer had not yet been released however, the issue was resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.